Event description:
It was reported that a home patient (hp) experienced a cracked minicap on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual minicap was returned for evaluation. The sample was visually inspected and found to be cracked. Functional leak testing was performed and a leak was detected from the crack of the minicap. The reported problem of a cracked minicap was confirmed, however the cause is undetermined. Should additional relevant information become available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.